Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated an erroneously elevated troponin I (accutni) result, above the acute myocardial infarction threshold, and an erroneously elevated ck-mb result, above the normal reference range, for one patient. The erroneous accutni and ck-mb results were reported out of the laboratory and the patient was transported to another facility for care. No further information is available regarding the care of the patient. Repeat analysis produced accutni and ck-mb results within the normal reference ranges. The patient results are shown in attachment 1. The customer initially reported that the analyzer showed luminometer dark count outside limit errors. The dark count readings were between 22,000 and 54,000 rlus (relative light units) while the specification is less than or equal to 50 rlus. Beckman coulter customer technical support performed troubleshooting, and identified yellow residue near the substrate pump and a loose substrate fitting at the substrate probe. A field service engineer (fse) discussed with the customer over the phone and found the dark count readings within specification (around 14 rlus). However, the customer called back to report erroneously elevated accutni and ck-mb results from the time of dark count errors. Service was dispatched, and the fse replaced the substrate pump seal and calibrated the incubator belt. The fse performed a system check and high sensitivity system check, and obtained results within the specifications. The fse verified the instrument performance. Hardware malfunction is the likely cause of the event.

Manufacturer narrative:
A similar event on another patient's sample is documented in MDR #2122870-2013-00310.